Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. On (B)(6) 2024, the patient¿s cgm was reading 350 mg/dl and the bg meter was reading 199 mg/dl. The patient calibrated the device and went to sleep. The following morning, on (B)(6) 2024, the patient¿s son was calling the patient and was not getting a response, therefore, the patient¿s son called an ambulance to check on the patient. Once ems arrived, the patient was found unconscious, and the patient had injured her arm and back from falling out of bed. She was treated with a ¿glucose liquid¿ and then once able, she was treated with juice and food. The patient could not recall the specific cgm or bg meter comparison values for this event. The patient recovered at home and was not transported to the ER. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.